Event description:
It was originally reported that the patient experienced a loss of therapeutic effect following strenuous activity or exercise. She was at home in good condition. It was later reported that she has had leads break multiple times. Further information is being requested from the hcp.